Event description:
On the (B)(6) 2019, the patient underwent a medacta knee primary surgery. Presently, the patient came in reporting pain. The MRI scan revealed the competitor cement (depuy high viscosity bone cement) deterioration. It is possible that, due to this event, the implants were no longer properly fixed to the bone. The patient has been revised with competitor implants on an unknown date.

Manufacturer narrative:
Batch review performed on 07-dec-2023 lot 1811572: 154 items manufactured and released on 20-mar-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: batch review performed on 07-dec-2023 gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot. 154696: 76 items manufactured and released on 13-oct-2015. Expiration date: 2020-09-29. No anomalies found related to the problem. To date, 75 items of the same lot have been sold with no similar reported case during the period of review.